Manufacturer narrative:
A device history record review for was conducted. No anomaly was found during the device history record review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. No sample was returned for evaluation; therefore, the condition of the product could not verified. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken because the root cause cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut during a vitreoretinal procedure. The condition of aspiration is unknown. The probe was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.